Manufacturer narrative:
(B) (4).

Event description:
The patient could not adjust her stimulation. A power-on-reset (por) condition was reported and a "call doctor: por" icon message was seen on the patient programmer (no code was listed, just "xxx"). Further information was requested from the healthcare professional.